Event description:
The reported description notes that the bedside monitor's power cord became heated and subsequently melted. No patient harm was reported.

Manufacturer narrative:
(B)(4): the reported description notes that the bedside monitor's power cord became heated and subsequently melted. No patient harm was reported. The bedside monitor was unaffected. The power cord used was not an approved philips accessory part. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.